Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and motor error. The customer's blood glucose level was 230 mg/dl. The customer reported that the alarms occurred during fill tubing. The customer was able to clear the alarm and rewind the insulin pump during unexpected restart alarm but was unable to rewind the insulin pump after the motor error. Customer reported they were unsure if the drive support cap was protruded, loose, sticking out or flush. The customer stated that the insulin pump was not exposed to high magnetic field. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.